Event description:
It was reported while attempting to update software, the system stopped the update. When the programmer was rebooted, a serious programmer error was displayed. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply failed functional testing. It could not be verified that the serious programmer error was displayed, however different errors were found in the error log of the device. It was also noted that there were white marks on the device.